Event description:
It was reported that the feeding tube adapter is cracking while attached to the nutrition bag connector and that the staff are unable to attach a luer tip syringe to the side port. The pt was not injured, and the tube was replaced.